Event description:
It was reported that the external pulse generator(epg), which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was performed and found one battery was contaminated. The upper and lower case was scratched. The main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.